Event description:
It was reported that a novum iq large volume pump under-infused dexmedetomidine (100 ml bag) during patient therapy in the cvicu department. The patient was supposed to receive 85 ml but only 78 ml was infused with approximately 20 ml remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction (missing information): e4, g2 (add source), h10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/25/2025. Additional information: h6 (update codes), h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.